Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a polypectomy procedure on a pedunculated polyp, a first endoloop was placed without difficulty but was felt to be not positioned far enough at the base of the polyp, leading the medical team to attempt placement of a second polyloop. Difficulty was encountered advancing the polyloop over the polyp, and when tightened it became too tight and was poorly positioned near the upper portion of the polyp. When attempting to release the mispositioned endoloop, the spring in the handle snapped, the handle broke, and the spring and two steel wires separated. The medical team cut the device sheath to allow removal of the endoscope while leaving the endoloop in place; however, during scope withdrawal the endoloop was removed and a small fragment of the polyp head broke off. No bleeding was observed, likely due to the first endoloop near the base, and the physician administered epinephrine and completed the resection using a hot snare. There were no reports of patient harm.